Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while stapling the lung parenchyma, the 2 staplers were unable to fire, the surgeon was able to press the green button but could not squeeze the handle. A new handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.